Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to a rectal cancer surgery, patient was readmitted due to rectal pain. Rectal examination revealed anastomotic dehiscence, contamination within the presacral space, presacral pelvic abscess and surgical site infection.